Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigation unable to download event history log for review. According to the investigation, the device motor was activated, and the device went into error 1872 during investigation which was caused by faulty motor. Investigator?s replaced the pump motor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited error code 1872. No patient injury reported.